Event description:
It was reported that the burr was stuck with the rotawire. A 1.50mm rota burr and a rotawire were selected for use. During the procedure, it was noted that the burr was stuck with the rotawire. The rota burr was pulled out together with the rotawire as one unit and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection of the device did not identify any damages or defects. The rotawire used in the procedure was returned and used for analysis. During analysis, the rotawire was able to be removed and fully reinserted into the device with no resistance or issues. No issues were identified during the product analysis.

Event description:
It was reported that the burr was stuck with the rotawire. A 1.50mm rota burr and a rotawire were selected for use. During the procedure, it was noted that the burr was stuck with the rotawire. The rota burr was pulled out together with the rotawire as one unit and the procedure was completed with another of the same device. No patient complications were reported.